Manufacturer narrative:
Continuation of d10: product ID 978a128, lot# va27gvy, implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type lead product ID 978a128, lot# va27gvy, implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient had a revision of their lead. An x-ray was taken (B)(6) 2021. The patient had the lead migrate outward and away from the location. The patient had a significant fall that was likely the cause. The revision was on (B)(6) 2021.

Event description:
Additional information was received from the healthcare professional via a manufacturer representative (rep). The rep reported the lead had been discarded.

Manufacturer narrative:
Continuation of d10: product ID: 978a128; lot#: va27gvy; implanted: on (B)(6) 2020; explanted: on (B)(6) 2021; product type: lead; product ID: 978a128; lot#: va27gvy; implanted: on (B)(6) 2020; explanted: on (B)(6) 2021; product type: lead; ubd: 2022-02-19; UDI: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Event date is approximate, the month is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and healthcare professional (hcp) via a manufacturing representative, regarding the patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient had fallen sometime during (B)(6) of 2021 and lost therapy benefit. They came to their doctor's office on (B)(6) to follow up. During the visit and impedance check  found no issues. The patient was going to follow up after x-ray and try different programs between (B)(6) to try to regain benefit. More information was going to be gathered at the visit on (B)(6) 2021. The issue was not resolved at the time of the report. No surgical intervention was planned at the time of the report.